Event description:
It was reported by service report that the touch screen was not working. The touch screen fascia sticker was bubbled up. The bed exit was not functional because of the bubbled screen and the footboard functions were intermittent depending on how hard and where the touch screen was pressed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard label.